Event description:
A customer obtained erroneously elevated troponin (accu tni) results for one patient sample. The initial result of 9.07ng/ml was reported out of the lab. Upon repeat analysis a result of 4.36ng/ml was obtained. The original sample was tested on a different instrument and obtained result was 0.04ng/ml. A corrected report was sent out. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin tube with a gel separator. No errors were posted to the event log in association with this event. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered the precision valve was incorrectly assembled. The fse corrected the precision valve assembly and verification testing met published specifications. Hardware may have contributed to this event. A malfunction will be assumed for the purpose of this report.